Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11536. It was reported the pt was experiencing warmth at the ipg pocket while charging as well as while she was not charging the ipg. In addition, the pt reported a shocking sensation at the ipg pocket. It was reported the pt met with the physician and it was noted there were pus pockets at the ipg site. The pt was placed on two weeks of oral antibiotics.

Manufacturer narrative:
This ipg serial number was included in a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Evaluation: results: pocket heating was confirmed. The investigation for CAPA 118058 associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.